Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes don't present good fill. The tubes need to be refilled with syringes. The following information was provided by the initial reporter: improper performance of material, the tubes don't present a good fill, don't keep the proper additive/blood ratio. The tubes must be re-filled with syringes. Reprocess, new sample acquisition (multiple punctures), waste of tubes because it's not possible to analyze samples with volume under 3ml, results impacted. Patients are punctured with syringe after.

Manufacturer narrative:
Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill with the incident lot was observed, showing the amount of specimen drawn into the tubes is below the fill line on the tube label. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Medical device brand name: bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes don't present good fill. The tubes need to be refilled with syringes. The following information was provided by the initial reporter: improper performance of material, the tubes don't present a good fill, don't keep the proper additive/blood ratio. The tubes must be re-filled with syringes. Reprocess, new sample acquisition (multiple punctures), waste of tubes because it's not possible to analyze samples with volume under 3ml, results impacted. Patients are punctured with syringe after.